Event description:
It was reported that the 9900 system would not boot up and the lift column would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The key switch was found in the wrong position during the service call. The system was tested and found to be working as intended and put back into service.